Event description:
During arthroscopy the pin at the jaw got loose and went into the joint. Pin was not retrieved, they did not find it anymore.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complainant's event was confirmed, caused by a broken tip pin. The cause of the broken tip pin could not be determined. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.